Event description:
It was reported that the pump shut off unexpectedly. Customer states blood glucose (bg) was very high; however, a specific value was not provided. Customer states they became very sick due to elevated bg. No information was provided as to how elevated bg was addressed. Customer declined follow up from tandem technical support. No additional information was provided.